Event description:
Manufacturer reference number: 203900.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number #203900.

Event description:
Manufacturer reference number: 203900.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
Getinge became aware of an issue with prismalix surgical light. As it was stated, the spring arm was damaged and the light head was hanging on cables. There was no injury reported however we decided to report the issue in abundance of caution as detachment of the part may lead to serious injury or worse. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. There is no information if in the time when the event occurred the device was being used for patient treatment. In all user manuals related to surgical light, there is an information included to check the device for impact marks and any other damage. As the light head detached, it appears reasonable to assume that the maintenance was not fulfilled or the device was incorrectly handled. However due to limited information received from ssu, subject matter experts were unable fully confirm this root cause. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(6) 2019 maquet sas became aware of an issue with prismalix surgical light. As it was stated, spring arm was damaged and the light head was hanging on cables. There was no injury reported however we decided to report the issue in abundance of caution as detachment of the part may lead to serious injury or worse. Manufacturer reference number #(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).